Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd extension set was leaking. The following information was received by the initial reporter with the verbatim: it was reported that clinician and/or any patients have encountered leakage with the bd extension sets with stopcocks. Verbatim: clinician experienced: leakage - saline solution. Please see attached excel sheet for additional information.